Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified alarm occurred. There was no reported impact to blood glucose. Reportedly, the customer reverted to an alternate pump for insulin therapy.